Event description:
The endoscopy support specialist (ess) reported to olympus, the uretero-reno videoscope was reprocessed with a different procedure from the instruction manual during reprocessing. The user did not pre-clean, leakage test, properly brush, properly flush, wipe with appropriate cloth, or properly transport the device. The customer was provided instructions for use (IFU) on how to correctly clean the scope. The product was not returned and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause cannot be identified. It is considered that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. Olympus will continue to monitor the field performance of this device.